Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused insulin delivery on the ilet to shower and did not resume for several hours, then experienced persistent hyperglycemia and discomfort at a new infusion site; subsequent review showed the cartridge/disposable was installed with the needle cover still on, which impeded insulin delivery, and the user replaced all supplies with guidance. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and glucose trending down after corrective actions. Investigation included customer interview, device use review, and troubleshooting and education. Investigation of this case revealed user setup error related to the infusion component, which aligns with improper installation of the disposable leading to underdelivery. It was concluded, based on previously established findings for similar reports, that the cause was user error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.